Event description:
During follow-up, shocks due to right ventricular (rv) lead dislodgement was noted. The patient experienced some pain. The rv lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
As received, a complete lead was returned in one piece with the helix found extended. The measured full helix extension length was within specification. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage.